Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 3005168196-2025-00018. Section g. Box 2. Report source.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the segmental and subsegmental branches of the pulmonary arteries using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), and a penumbra engine (engine). There were no reported procedural complications, and the access site did not show signs of bleeding. Forty-three minutes post-procedure the patient developed anemia, with a drop in hemoglobin of 2 g/dl from baseline. The patient was administrated one unit of packed red blood cells (prbcs). On (B)(6) 2024, the patient was administered an additional one unit of prbcs with no complications related to the transfusion. It was reported that the dressing remained dry and clean, and the patient was fasting for a chest computed tomography (CT) scan scheduled for the next day. On (B)(6) 2024, the patient was administered two more units of prbcs without any adverse body reaction. On (B)(6) 2024, the patient reported improved wellbeing, mobility and decrease in inflammatory parameters. The patient was considered independent and required minimal nursing care. The event is considered resolved. The independent medical reviewer (imr) adjudicated the anemia as a serious adverse event with a possible relationship to the lightning and a probable relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.